Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a notice: draining slowly during treatment and an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown, and no damage was noted on the cassette. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that they assisted the patient in completing treatment using manuals on the night of the reported event. The patient resumed treatment using the cycler the following day without further issue. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a notice: draining slowly during treatment and an air detected in cassette alarm during drain 1 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the fluid leak was unknown, and no damage was noted on the cassette. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that they assisted the patient in completing treatment using manuals on the night of the reported event. The patient resumed treatment using the cycler the following day without further issue. There was no patient serious injury or medical intervention required as a result of this event.